Event description:
The end user reported that the stretcher is suddenly lowering when under weight and after being raised to the maximum height. The reported issue is occurring without input from the controller and is intermittent in nature, but does occur fairly regularly no injuries or adverse events have resulted from the reported issue.

Manufacturer narrative:
The stretcher was returned to manufacturer for a visual and functional evaluation. The reported issue could not be duplicated and the stretcher operated as intended throughout all tests. No repairs were required and the stretcher was returned to the end user.

Event description:
The end user reported that the stretcher is suddenly lowering when under weight and after being raised to the maximum height. The reported issue is occurring without input from the controller and is intermittent in nature. But does occur fairly regularly no injuries or adverse events have resulted from the reported issue.